Manufacturer narrative:
The possible lot numbers of the part was determined when the requisition form was obtained. The device history records was evaluated and did not reveal any quality concerns. The lots were manufactured on 09/12/2006 and 04/10/2007. The screw was not returned to the manufacturer after explantation. Alphatec spine was not able to evaluate the device. A root cause cannot be identified and the breakage cannot be confirmed. A root cause cannot be identified because there is not enough information about the incident provided by the initial reporter. The device remains inside the patient and was unavailable for evaluation. An x-ray was not made available to alphatec spine.

Event description:
One polyaxial posterior thoracic screw broke post operatively. The broken screw was detected during a follow up visit on an x-ray. The date when the screw was broken is unknown. The broken screw remains inside the patient and will not be returned to the manufacturer. It is unknown if the patient will undergo a revision surgery. The patient's current medical condition was not provided by the customer. The initial reporter is unsure of the lot number of the screw. These are the possible lot numbers of the broken screw: 609049, 611537.